Manufacturer narrative:
(B)(4).

Event description:
The patient was receiving percutaneous transluminal angioplasty (pta)/atherectomy/stent to the right superficial femoral artery (sfa), popliteal and below-the-knee (btk) arteries. The left femoral artery was accessed with ultrasound and 5fr sheath was placed retrograde. However, the iliac arteries were too tortuous and calcific to cross. The right femoral access was obtained using ultrasound guidance. A 7fr sheath was placed. The sfa, popliteal, and anterior tibial (at) arties were cannulated using the trailblazer catheter and an .035 wire. A 3mm spiderfx was placed in the at artery. A 2.0x150mm rapid cross balloon was then used to predilate across multiple calcific stenoses in the at. A turbohawk sxc device was used from the distal sfa to the distal popliteal artery. The hawkone device was then used in the distal sfa down to the distal popliteal artery. After 3-4 passes with the hawkone, it was noted, that distal flow in the at artery was compromised (sluggish flow in distal sfa and popliteal artery). When removed, it appeared the nosecone of the hawkone had atheroma in the wall and potentially on the outside of the nosecone. A rapidcross balloon was then used on the proximal at and popliteal. A 4x120 inpact admiral balloon was used for distal popliteal, a 5x120 inpact admiral balloon was used just proximal to the first dcb, and finally a 5x80 inpact admiral was used on the distal sfa. Post ballooning, the blood flow was still sluggish. The turbohawk sxc device was used to treat the distal popliteal and proximal at. It was observed that clot or emboli was sitting by the distal popliteal at/ tibioperoneal (tpt) bifurcation. A 5mm spider fx device was introduced past the emboli and part of it was retrieved. Blood flow was noted down the at and the sfa and popliteal were highly patent. Both access sites were closed. After the vessel closure, it was noted that the patient did not have a waveform on doppler echocardiography. After using the closure device, a hematoma formed and pressure was held on the right femoral artery. The patient was observed and his dp pulse came back. Patient was discharged later the same day.